Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 11-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), back disorder ("lumbar problems"), sciatic nerve injury ("sciatic problems"), dyspepsia ("digestive problems") and tinnitus ("ear problems (unbearable whistle)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), back disorder (seriousness criterion disability), sciatic nerve injury (seriousness criterion disability), dyspepsia (seriousness criterion disability), tinnitus (seriousness criterion disability), fatigue ("tiredness") and weight increased ("weight increase of (B)(6)."). At the time of the report, the pelvic pain, back disorder, sciatic nerve injury, dyspepsia, tinnitus, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for back disorder, dyspepsia, fatigue, pelvic pain, sciatic nerve injury, tinnitus and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-jun-2018 for the following meddra preferred term: pelvic pain - the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), back disorder ("lumbar problems"), sciatica ("sciatic problems"), dyspepsia ("digestive problems") and tinnitus ("ear problems (unbearable whistle)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), back disorder (seriousness criterion disability), sciatica (seriousness criterion disability), dyspepsia (seriousness criterion disability), tinnitus (seriousness criterion disability), fatigue ("tiredness") and weight increased ("weight increase of 25 kg."). At the time of the report, the pelvic pain, back disorder, sciatica, dyspepsia, tinnitus, fatigue and weight increased outcome was unknown. The reporter provided no causality assessment for back disorder, dyspepsia, fatigue, pelvic pain, sciatica, tinnitus and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.